Manufacturer narrative:
Product ID neu_stylet_acc, serial# unknown; product type accessory product ID neu_stylet_acc, serial# unknown; product type accessory product ID 977d260, serial# (B)(4); product type screening device product ID 977d260, serial# (B)(4); product type screening device product ID 355531, lot# n524577; product type screening device product ID 355531, lot# n549205; product type screening device product ID neu_ens_stimulator, serial# unknown; product type external neurostimulator product ID 8840, serial# unknown; product type programmer, physician product ID 8840, serial# unknown; product type programmer, physician. (B)(4). Analysis of the lead (s/n (B)(4)) found no anomaly. Analysis of the lead (s/n (B)(4)) found no anomaly.

Event description:
It was reported that during implant of the trial leads the physician had a lot of difficulty getting the leads into the correct place. His first attempt was placed peripheral and not even in the spinal canal. He continued to have difficulty with the next couple of attempts at getting into the epidural space. During one of the attempts the physician thought the placement was correct so the multi-lead trialing cable (mltc) was connected and the manufacturer¿s representative (rep) proceeded to turn up the amplitude between 0.5 and 0.75 and the patient started to feel intense pain at the lead location so it was shut off quickly. The reps. Guess was that they were in the intrathecal space. The leads were repositioned again and after checking both ap and later x-rays the physician thought they were in the optimal area and wanted an impedance check. The rep. Performed an impedance test and all of the left lead and 6/8 contacts on the right lead were all over 10,000. The physician cleaned off the leads and repositioned them in the mltc. After rechecking impedances there were still high impedances but on different contacts. The physician and rep. Checked to make sure the leads were secure in the mltc with the same results. A new mltc was used with similar results. Every time they tried to clean and reposition the leads in the mltc they would get high impedance readings but always on different contacts. When the rep. Tried higher impedances levels they still got inconsistent readings. Some of the contacts were over 40,000 and some were in the okay range. They decided to try the good contacts in multiple different electrode configuration but they were never able to achieve any stimulation again but did not get any painful stimulation either. The rep. Then tried to switch out the external neurostimulator (ens) and the clinician programmer but had the same results. At that time the physician aborted the trial and wanted everything used sent in for analysis. It was unknown what the cause of the issue was or if the issue was resolved and as a result nothing was implanted. At the time of the report the patient was alive with no injury.